Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separating the following information was received by the initial reporter with the following verbatim: verbatim: 2426-0007 is unscrewing w/o manipulation from the extension set & also the catheter.

Manufacturer narrative:
The customer reported device is unscrewing, and returned (B)(4) samples, both of material 2426-0007, (B)(4) each of lots 23089076 and 23089396. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The two sets were attached to a bd stopcock in the lab, and the complaint was verified. The connection issues did not cause any disconnection or leakage, as the luer post made a water-tight connection with the stopcock. However, the luer collar did not make a satisfactory connection with the stopcock and came apart easily without any manipulation. This means that the connection was secure, but it felt less secure because of issue with the luer collar not tightening. The main connection is the male luer post with the female luer. The samples were sent to the supplier, who makes the luers. Their investigation found no issue, the sets were connected to their test article and was unable to be verified. No actions were taken by supplier as a result of their investigation. Device history record review for model 2426-0007 lot number 23089076 was performed. The search showed that a total of (B)(4) lot number was built on 03aug2023. Device history record review for model 2426-0007 lot number 23089396 was performed. The search showed that a total of (B)(4) lot number was built on 30aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.